Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. This is a known non-reproducible bug in wpf input subsystem, .net or windows related. The proposed bugfixes found online didn't solve the problem. Not critical as the issue can only appear during start up. After the next start up performed, device went well.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us had blue screen. Furthermore, there was no patient associated with the event.